Event description:
Customer stated the aligners end up cutting into their gums or causing discomfort or cracking. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.